Event description:
It was reported that there was leaking from the cuff.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. The sample returned was connected to leak tester machine,leakage was detected. The root cause of the reported issue was found to be the unit became damaged after it left facilities. No corrective action was required as there was no information if the product leaks in the pre-checked that suggest to the instruction for use.,